Event description:
Philips received a report from a customer that a pt was positioned head first for a lumbar spine examination, using the built-in posterior coil and the nvc base coil. Two days after the examination the pt reported a blister (silver dollar size, so approximately 3.8 cm) on the left side and a corresponding red sore spot on the left arm.

Manufacturer narrative:
(B)(4). No system or coil malfunction was observed. Based on the information provided, the heating incident is a skin to skin heating incident caused by a rf current loop formation between the side and arm of the pt. In this case no padding between the body parts was used to prevent skin-skin contact.